Event description:
The customer contacted baxter's technical service center regarding setup assistance, which occurred on the homechoice (hc) during use, during dwell. The hp stated he hooked the bags up incorrectly and moved the bags around mid therapy. The baxter technical service representative (tsr) assisted the home patient (hp) to end therapy and advised the use of new disposables. The hc was operational. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's nurse on (B)(6) 2012 and she was not aware of the patient having that issue. She would talk to the patient the next time she sees him about proper aseptic technique procedures. As far as she knows he has been completing therapy successfully. There was patient involvement but no reported injury or medical intervention.

Manufacturer narrative:
(B)(4). The problem was confirmed. The root cause was undetermined. The label review found the labeling adequate for the use error in this complaint.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.